Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Low pump flow was reproduced on the returned product and was associated with observed biomaterial on the impeller. The cause of the low pump flow issue was most likely related to unclassified biomaterial on the returned product, as the clinical details confirmed persistent low flow even after troubleshooting, including pump repositioning and administered fluids. No defect was found on the returned product related to the positioning issue. The cause of the positioning issue could not be determined without sufficient clinical information. Thrombosis: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 72 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. On day 2 of support, while in the intensive care unit, there were suction and position alarms. Echocardiogram showed the impella was shallow, so it was repositioned at 3.3 cm. Fluids were also administered, but the suction remained unresolved. Upon further exam, it was determined that there was possible vegetation on the mitral valve and suspicion that the pump had ingested something. Heparin was stopped and the device successfully explanted. It was also noted the patient's valve was calcified/stenotic. This reported infection is conservatively reported as it prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 revised. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
An impella cp was inserted via right femoral artery in a 72 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. On day 2 of support, while in the intensive care unit, there were suction and position alarms. Echocardiogram showed the impella was shallow, so it was repositioned at 3.3 cm. Fluids were also administered, but the suction remained unresolved. Upon further exam, it was determined that there was possible vegetation on the mitral valve and suspicion that the pump had ingested something. Heparin was stopped and the device successfully explanted. The field representative responded that the physician reported that there was no infection. It was also noted the patient's valve was calcified/stenotic.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.